Event description:
Reporter noted corneal burn occurred due to phaco tip breaking.

Event description:
Additional info noted no intervention required. Burn cleared completely in days. Prognosis reported as good. Felt event was due to tip heating up.